Event description:
Doctor's hands broke out and itched for a few days. Back of hands and fingers. First time user of these gloves since change to product or carton. Dr used an anti inflammatory cream for the itch. The irritation would reappear every time he tried to use the gloves.